Event description:
A customer reported that during a procedure, the system would not tune the phaco handpiece. The case was completed using an alternate system following a 20 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and the system was cleaned and lubricated. The system was then tested and met all product specs. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).